Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and high impedance was observed during follow-up in clinic. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable.

Manufacturer narrative:
Correction: lead was capped and replaced on (B)(6) 2018.

Event description:
Correction: lead was capped and replaced on (B)(6) 2018.